Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line duringtherapy on cs300 intra aortic balloon pump, stating they could not zero the pressure.the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User stated that they had an ap waveform previously and lost it while transporting the patient from or to ICU. They had a brachial ap on their bedside monitor and did not wish to connect this source to the cs300 at the time of the call. Troubleshooting ended suddenly as (B)(6) stated the patient may be heading back to the or very soon. No harm or injury reported.